Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed blood leakage at the base of the needle and air in the tubing. No patient impact reported.

Manufacturer narrative:
E1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, 30 retained samples were subjected to functional tests, using 10 tubes per needle to assess the functionality of the device. All samples passed testing, exhibiting no signs of damage to the device, air bubbles, or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: air bubbles and leakage during use. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed blood leakage at the base of the needle and air in the tubing. No patient impact reported.